Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer had been experiencing multiple, intermittent high blood glucose (bg) levels (300-427 mg/dl) and the a1c had increased from 8 to 11.5. The supplies on the pump were changed. A bolus via the pump and insulin pens were used to address the bg level. The customer did not know what caused the high bg levels. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.